Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that upon implant, pacing impedance was higher than the limit, therefore the lead was not implanted.